Manufacturer narrative:
Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6032690. Conclusions - bd was not able to duplicate or confirm the customer¿s indicated failure mode as no customer samples were received for evaluation. An absolute root cause for this incident cannot be determined.

Manufacturer narrative:
It is known if a sample will be returned for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the tech drew blood with the suspect device and then pushed the button to active the safety feature. The needle did not retract and when the tech pulled his/her glove over the hand holding the device, a needle stick injury occurred to the finger. The tech was sent to employee health to report the incident and had post exposure lab work.